Manufacturer narrative:
Additional information was added: the device was manufactured from july 20, 2019 - july 21, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor would not flow during infusion. The event was further reported at the end of the expected infusion the pump remained filled and ¿none of the solution was administered¿. The set was filled with 5-fluoruracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.